Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation the right ventricular lead exhibited increased high voltage lead impedance. The impedance measurements were noted to be high since past few weeks. The device was at eol. No intervention was performed. No further information was reported.